Manufacturer narrative:
Investigations: visual inspection: small particles in the delivery fluid and deposits on the outside of the valve could be observed. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: the results show that the valve operates not within the accepted tolerance in the vertical position. A second measurement could confirm an accelerated outflow. Internal inspection: after dismantling of the valve, deposits were found in the shuntassistant. Results: based on our investigation, we could detect an accelerated outflow of liquid in the valve. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (part # fv252t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shuntassistant was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 175 centimeters (cm). Weight: (B)(6). Gender: male. Same event as medwatch#3004721439-2022-00056